Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the patient was placed for rehab needs on (B)(6) 2025. The event was ongoing as of 2025-aug-20.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to the emergency department due to altered mental status and bilateral lower extremity weakness and inability to perform activities of daily living (adl). Prior to the dbs they had declined to where they didn't feel that they could complete adl's. Workup was negative for infectious cause of encephalopathy. The patient was getting up 3-5 times per night to use the restroom and had a couple of incontinent episodes. Those symptoms were new and not happening prior to surgery. The dbs was turned on (B)(6) 2025 and their cognition had improved back to baseline. Reporters were that they were still drooling, which happened slightly prior to surgery, but it was now non-stop. They said that the patient was heavy for them to lift and were unable to support his weight as they needed quite a bit of assistance getting up. It was reported that the patient required in-patient or prolonged hospitalization.